Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing. A technical support specialist (tss) dialed into the server and reviewed the stockout message for med ID. Verified in the incoming request history table that the stockout message was recorded on (B)(6) 2026 at 07:49:16 with an order quantity of 12. Further analysis of the tranqueuehist table showed that the transaction had successfully crossed to the logistics server on (B)(6)2026 at 02:03:05.923 and was later deleted on (B)(6) 2026, by user. Communicated the findings to the customer, confirming that the issue was due to a manual deletion rather than a system failure. The customer acknowledged that there had been no further stockout occurrences for this item at the station and agreed that the issue was caused by human error. The system functioned as intended after technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server heparin in 0.9% nacl 2 units/1 ml (1000 ml) bag was stocked out at the station; however, the stockout did not cross into the logistics queue. It did appear on a stockout report. However, there were no delays, adverse events or injuries reported based on this event.